Event description:
It was reported that a lead integrity alert was triggered due to two or more high rate non-sustained episodes and seventy-eight short v-v (ventricle-ventricle) intervals on the right ventricular (rv) lead. It was noted that the patient had a device change-out procedure the day before, went home, and was awakened by alert. The company representative was not able to produce oversensing on patient evaluation and measurements were all good. Following data review from company technical support and discussion with company representative the device clock was found to be off/ahead by one hour and the rv lead integrity alert appears to be due to cautery use while vf (ventricular fibrillation) detection was briefly enabled during the implant case. Noted noise on the electrogram for both vectors of the right ventricular (rv) lead appears to be almost a mirror image. Additionally, there was concern that the interrogation did not clear the alert as the alert observation popped up again after reinterrogation of the device. It was explained that interrogating the device, indeed, sends the command to the device to clear the alerts and that the alert observation will be gone after 8 hours. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.